Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced pocket infection associated with a competitor's system. When the lead was attempted to be removed from the puncture site it was unsuccessful and a femoral approach was performed. The lead was cut and part of the gore insulation of the coil remain in the patient. No further complications were reported. The serial number of the product was unable to be obtained despite efforts.